Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, there was low pacing lead impedance (pli) and oversensing episodes noted on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event and the patient was stable with no consequences.

Manufacturer narrative:
The reported events of low pacing lead impedance (pli) and oversensing were not confirmed. As received, a complete lead with the stylet inserted was returned in one piece. Electrical examination and x-ray examination did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found multiple external insulation abrasions proximal to the suture sleeve tie down impression breaching the optim sheath only. The lead body insulation was intact in these locations. The cause of the external insulation abrasions is consistent with friction to the device can.